Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient had experienced a loss or change of therapy. Caller said somehow the device turned off on her on saturday and she wet herself during the night. Since sunday the patient had not been able to urinate and she has had to catheterize. The patient feel stimulation and the therapy was on. The situation was not resolved. Patient was on program 4 at 0.25 volts. The hcp (healthcare provider) had not instructed the patient to keep a voiding diary. The patient increased the stimulation to .30 and it was too painful. Patient change to program 1 at .25 volts. Told caller to call back if this doesn't resolve in 2-3 days. Patient has an appointment this month with the doctor. Symptoms reported were accident and can't urinate. Event date: (B)(6) 2016 for accident and (B)(6) 2016 for can't urinate.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.